Event description:
A customer reported an issue where the screen would time out when attempting to input numbers to unlock. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.